Event description:
On (B)(6) 2020, patient had undergone revision of tfna due to left intertrochanteric femur fracture with impending non-union and left femoral head, cut-out also/fracture femoral head. It was reported the patient had worsening pain with collapse of her intertrochanteric femur fracture in an uncontrolled manner. It appeared that lag screw had spun within the nail and fractured. This report involves one (1) 5.0mm ti locking screw w/t25 stardrive 34mm for im nails. This is report 3 of 3 for (B)(4). This product complaint (B)(4), is related to (B)(4) and (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date (B)(6) 2022. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that here was no damage or defects with the lockscr ø5 l34 f/nails tan light green. Migration/backout/pull-out/subsidence condition was not confirmed as x-ray evidence photos were not provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for lockscr ø5 l34 f/nails tan light green. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.